Event description:
Boston scientific received information that during a routine follow-up procedure an episode with noise oversensing and ten seconds of pacing inhibition was noted. The patient could not recall any clinical event that occurred on the day of the episode. The lead sensitivity was increased to prevent this issue in the future. It was indicated that the manufacturer of the right ventricular lead is unknown at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.